Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. Visual analysis of the lead indicated damage at implant. Visual analysis of the lead indicated the lead was stretched. The analyst noted that a cougar guidewire was returned stuck inside the lead distal end. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the guidewire became stuck in the left ventricular lead. Both were removed and a new lead was implanted. No patient complications have been reported as a result of this event.